Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) no non-malignant pain and degen disc disease/herniated disc pain. It was reported that the ins was moving in the pocket. The healthcare provider was aware and no action was going to be taken at this time. No further complications were reported/anticipated.